Event description:
In (B)(6) 2010 my mother was diagnosed with cancer left breast, she underwent a mastectomy and on (B)(6) 2010, she underwent surgery and haf a 363lf-690 breast implant inserted. She became extremely ill in (B)(6) 2012, she did not go to the hospital until (B)(6) 2013 because she did not have adequate health care coverage. She was admitted to the hospital on (B)(6) 2013 with uncontrolled diarrhea. She was admitted again on (B)(6) 2013 with dehydration and on (B)(6) 2013 dehydration. On (B)(6) 2013 she was diagnosed with metastatic breast cancer to brain, liver, essentially throughout her entire body. She was transferred to inpatient rehab on (B)(6) 2013. Follow up visit with the neurologist showed that although she had many brain lesions, the spinal tap was negative for cancer cells. A full body and brain pet scan was completed on (B)(6) 2013. This showed that she had lesions (too many to count) throughout her entire body. The neurologist was not convinced that it was metastatic breast cancer in the brain because it was atypical of what he saw with breast cancer patients. He thought possible sarcoid or lymphoma. The neurologist started her on large doses of steroids and over several months and repeated the full body and brain pet scan on (B)(6) 2013 which the radiologist compared to the pet scan of (B)(6) 2013. The radiologist reported that the vast majority of the lesions found on the (B)(6) 2013 exam had essentially "melted" away and the hyper metabolic bowel was completely resolved. He also wrote "both of the above findings undoubtedly represent sarcoid. As the neurologist began tapering off the steroids, he repeated several MRI's of her brain, in (B)(6) 2013, she was diagnosed with adrenal insufficiency and began increasing the steroids to some degree. In (B)(6) 2015, she began having vision problems and headaches. It was found that the lesions had returned and this time, they were on her retinas as well throughout her entire body. We took her to (B)(6) clinic for evaluation of her retinas. We discussed our theory that this was possibly related to the breast implant and not breast metastases. The physicians at (B)(6) reviewed all of the medical records that we brought with us and felt that sarcoid was a possibility but would need to biopsy her retina to determine for sure. The biopsy was done at (B)(6) clinic and was reported to be breast metastases. At this point, she continued with follow up visits to multiple doctors. On (B)(6) 2015 met with oncologists at (B)(6) at family request - patient and family requested that the implant be removed but they did not want to do it. She met with (B)(6) oncologist on (B)(6) 2015 where she again requested that the implant be removed. The oncologist scheduled a liver biopsy and that was done on (B)(6) 2015. Repeated visits to different oncologists reported that she had breast metastases and would need chemotherapy. She refused to undergo chemotherapy. She had a liver biopsy on (B)(6) 2015 at (B)(6) cancer institute and again she received the diagnosis of breast metastases. She passed away on (B)(6) 2015 at the age of (B)(6) years. My mother was buried with the breast implant intact within her body.